Event description:
Upon receipt of the device, the user reported that the central control monitor (ccm) did not boot up properly after installing a new-solid state drive (ssd) as it appeared to be not detected. As a result, the original ssd was reinstalled into the ccm for future use. There was no patient involvement.

Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed via a photograph of the reported issue provided by the user facility. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) hard disk drive (hdd) assembly to lab use only (luo) testing equipment. The luo ccm was found to function as intended with the returned hdd in it. The reported issue is for the solid-state drive (ssd) which was not returned to the manufacturer for evaluation. Per the manufacturer's technical support specialist, the user facility's biomedical engineer had recycled the ssd that the reported issue was on. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3 evaluation is in progress, but not yet concluded.